Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Could not return blade. During the endoscopic radical resection of lung cancer, after fired, could not return the blade. Used manual override lever to return the blade. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/6/2018. Batch number: r57288. The analysis found that one pse45a device was returned with no apparent damage and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.